Event description:
It was reported that this right atrial (ra) lead presented out of range high impedances and noise oversensing, due to a known fracture. Boston scientific technical services (ts) discussed programming options with the health care professional (hcp). The device remains in service due to it still sensing appropriately. No additional adverse patient effects were reported.